Event description:
It was reported that in (B)(6) 2012, the patient experienced a vt/vf storm. An alert for extended charge time and a decrease in battery voltage were observed. A slight increase in hv lead impedance over the last few check ups was also noted. During a recent follow-up, the charge time was within normal range and the battery voltage was low. Follow-up will continue.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.